Manufacturer narrative:
Product complaint # (B)(4). This is a duplicate report of 1818910-2016-24218. 1818910-2020-03015 is being retracted as it is report duplication. 1818910-2016-24218 will be kept for investigation purposes.

Manufacturer narrative:
Product complaint # : (B)(4). This is a duplicate report of 1818910-2016-24218. 1818910-2020-03015 is being retracted as it is report duplication. 1818910-2016-24218 will be kept for investigation purposes.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, tibial tray migration, malpositioning and loosening at the cement to implant interface. Competitor cement manufacturer was used during the primary operation. The patella component was not revised. On (B)(6) 2016, the underwent a right knee total knee arthroplasty with the implantation of depuy attune knee. Doi: (B)(6) 2016; dor: (B)(6) 2016 right knee.